Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the pump gave a "no disposable, pump won't run" message. There was no air line as well. The reservoir volume was 33.6ml, rate was 1.8 ml/hr, and 50.4 ml was given. There was no patient, or clinician injury associated with this occurrence. No further information is available.